Event description:
During a transforaminal lumbar interbody fusion with extension of posterolateral arthrodesis, thoracic eleven (t11) to t12, t12 through lumbar one (l1), l1 through l2, l2 through l3, l3 through l4, l4 to l5, l5 to sacral one (s1), s1 to s2, while placing the sacroiliac screw on the right-hand side the stainless steel navigation probe tip broke. A 3 cm small piece of stainless steel deep in the iliac crest. According to the medical record, it would require extensive drilling to remove, causing more harm then leaving it. A new trajectory with a new screw was placed, the case completed without further incident.